Event description:
It was reported that customer¿s husband stated customer experienced battery problems. There was no reported impact to the customer¿s blood glucose level. Customer declined follow up from technical support and case was documented and closed without additional corrective actions.